Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform lot history review. Based upon info received and investigation performed, the cause of the reported occlusion could not be conclusively determined. The physician assessment was that the occlusion was caused by a misdeployment of the sealant however, w/o source documents or the material to perform chemical analysis of the composition this could not be confirmed. The lot number was not provided, therefore the expiration date and device manufacture date are unk.

Event description:
A female with a history of diabetes, hypertension and hypercholesterolemia underwent a diagnostic left heart catheterization in 2009. Post procedure, the physician, trained to the mynx device proceeded to use the mynx for vascular closure. A pre-procedure femoral angiogram documented a superficial femoral artery (sfa) stick just below the bifurcation. Vessel size was approximately 4-5 mm. Of note, there was some stenosis just above the bifurcation which decreased the lumen size to approximately 3 mm. The mynx device was deployed and hemostasis was achieved. The pt ambulated and was discharged per standard hospital procedure. Thirteen days later, the pt presented with ischemic symptoms of tingling, pain and numbness down to her foot. Doppler signals were present, however, the palpable pulse was diminished. The physician proceeded to access the contralateral side the next day. Angiogram showed an occlusion at the bifurcation which was successfully aspirated. Flow was restored with good vessel runoff and bounding distal pulses. The contralateral stick was successfully closed with the mynx device. Pathology report indicated thrombotic material found. The pt tolerated the procedure well and was discharged that day w/o further complication.